Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The tenaculum forceps instrument was analyzed and found to have a completely fractured main tube at the distal end. The distal tip was fully detached from the main tube and was not returned. There were missing pieces of the broken main tube, but the size of the missing pieces cannot be confirmed. Inspection of the internal components revealed that the internal cables within the main tube were completely broken. Additionally, the main tube was found to be detached from the main chassis at the housing interface. The proximal clevis was observed to be dislodged from the main tube interface and was not returned. The distal tip was missing. Loss of proper engagement between the proximal clevis and the main tube was noted, which may be associated with structural compromise of the main tube. Grip and pitch cables were completely broken form the main tube. The instrument was found to have a broken distal pitch cable at the proximal clevis. The cable breakage is consistent with the complete detachment of the distal tip from the main tube, which would generate abrupt and excessive mechanical stress on the internal pitch actuation system. The instrument was found to have a broken distal grip cable at the proximal clevis. The fracture of the grip cable is consistent with the complete detachment of the distal tip from the main tube. The separation of the distal tip would have subjected the internal actuation cables to excessive tensile loading, resulting in overstress and subsequent cable failure. The probable root cause of broken main tube and dislodged proximal clevis were attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. The probable root cause of pitch and cable breakage were attributed to user.

Event description:
It was reported that the tenaculum forceps was damaged. The customer reported event has no report of patient injury.